Event description:
It was reported that the user¿s dexcom g7 sensor was not providing readings, which prevented insulin dosing on the ilet system, and the user noted they ate a cookie and later reported very high glucose for approximately seven hours while using a contact detach infusion set on the right abdomen. Symptoms included hyperglycemia with excessive thirst. Outcomes included a missed insulin dose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and the available details were insufficient to identify a specific device malfunction or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.